Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event and was discharged three days after the event onset. The patient was treated with vancomycin injection (2 gm, after 2 days for 3 weeks, route was not reported) and meropenem injection (1 gm everyday, route and duration were not reported) for peritonitis. The patient was recovered six days after the event onset and on an unknown date, antibiotic treatment was stopped. Pd therapy was ongoing. No additional information is available.